Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer head, previous investigations into similar issues and our knowledge of the product. Results: the photographs provided showed plastic cracking, chipping and crazing on the head uppercase. Conclusion: based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2008 and is over 10 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The hospital was sent a replacement upper head case for the hospital biomed to repair the infant warmer. The subject infant warmer will be put back into service after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported via a distributor that the head casing of an (B)(4) baby control mobile infant warmer was cracked. No patient consequence was reported.